Event description:
When the motion enable bars were depressed on the hand pendant and the auto-go-to function was initiated, unwanted motions occurred on the gantry (clock-wise rotation), collimator (counter-clock-wise rotation), and couch (longitudinal toward machine). The motions ceased upon release of the motion enable bars. There was no contact between any part of the device and the patient on the treatment couch.

Manufacturer narrative:
This product problem is still under investigation. A supplemental MDR will be submitted when the investigation is complete.